Event description:
During colon polyp removal, the physician used a cook acuject variable injection needle. It was reported that the physician advanced the needle into endoscope working channel to lesion area, the physician planned to inject but no response from needle tip. The handle had detached from the needle. [Unable to inject] a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a white plastic bag. Provided with the return was an open pouch from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report based on the condition of the device. The device was returned with the adjustment wheel threaded and the handle cannula unattached to the device. A visual examination of the device confirmed the handle cannula has separated from the inner sheath rendering the device inoperable. A close visual examination of the inner needle catheter components and handle cannula assembly was conducted. The handle cannula of this device is attached to the inner needle catheter with glue and a crimping process. Under magnification glue residue was observed in the appropriate area of the cannula. The band at the proximal end of the inner needle catheter also exhibits evidence of the crimping process and no cracks or split areas were observed in the band. Both manufacturing processes to connect the handle cannula to the inner needle catheter appear to have been completed as intended. It is unknown how the handle cannula became separated. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our visual and functional evaluation of the returned device confirmed the report. A definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Prior to distribution, all acuject variable injection needles are subjected to a functional test to ensure appropriate needle extension. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.